Manufacturer narrative:
The patient was stabilized by sternal rub and application of oxygen mask at 10l. Spo2 climbed from 6% and recovered to >92% within seconds. Additional information was provided clarifying that yellow alarms were generated for low spo2 at both the bedside and central station during the event but that a red alarm was expected by the staff. Review of the log files confirmed the yellow spo2 alarms were provided during the event, the device was being used in adult mode and the iacs software was vg4.1. The instructions for use states that the red spo2 desaturation alarm is only available in neonatal mode. There was no device malfunction. This is an isolated case. Note that this was initially reported based on no alarm being provided for low spo2. However, this investigation confirmed alarms were provided as designed and there was no device malfunction. Therefore, this would not be likely to cause or contribute to a death or serious injury if it were to recur.

Event description:
A complaint was received regarding an m540 patient monitor where the patient had stopped breathing during 3 minutes with no alarm and the staff noticed only when the patient was blue. The customer noted that they thought there were small alarms at the central.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
A complaint was received regarding an m540 patient monitor where the patient had stopped breathing during 3 minutes with no alarm and the staff noticed only when the patient was blue. The customer noted that they thought there were small alarms at the central.